Event description:
It was reported that the patient missed a pump refill and the pump was empty. The date the pump ran empty was unknown. At the previous pump refill the patient was not notified of the next refill date. The patient and family did not hear the pump alarming; however, telemetry confirmed that a critical alarm due to zero ml reservoir volume reached had occurred. The patient was hospitalized due to withdrawal with symptoms of itchy, incredibly tight, unable to bend legs, and uncomfortable. The pump was filled on the evening of (B)(6) 2015 and the patient was treated for the withdrawal. On (B)(6) 2015 the patient was back to baseline. The device system delivered baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).